Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed a failure analysis (fa) investigation. The instrument passed the electrical continuity test. It was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively, with full range of motion in all directions, and the grips opened and closed properly. It delivered energy on several attempts and was fully functional. No damage was found during a visual inspection. No product issue was identified. Issues related to instrument errors or to reported complications using the instrument with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the coagulate function for the maryland bipolar forceps instrument did not work. The site attempted to turn the energy setting to the maximum, they switched to another cautery cord and connector, they exchanged the instrument from the initial universal surgical manipulator (usm) to a different usm, and they advised the surgeon to use another method to grasp the tissue. However, the instrument still did not function, and poor hemostasis was noted. The patient was bleeding in the moment, and the instrument could not provide an effective or efficient hemostasis function. In consideration of the patient's safety and of the procedure outcome, the site replaced the instrument with another maryland bipolar forceps, and the procedure was reportedly completed, with a delay of less than 15 minutes. Intuitive surgical, inc, (isi) contacted the site to obtain additional information; however, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. A product has been returned to intuitive surgical, inc. (Isi) for evaluation. However, the investigation is in progress. A follow-up MDR will be submitted whenadditional information is obtained. An advanced system log review was conducted, revealing multiple errors related to the event. The procedure began with the installation of the maryland bipolar forceps on universal surgical manipulator (usm) 4. Early in the procedure, energy activation was attempted multiple times, but it was unsuccessful. These failed attempts appear in the logs as error 25920 ¿erbe energy activation halted by an instrument or instrument cable connected to the lower bipolar port on the erbe.¿ the instrument was replaced with another maryland bipolar forceps instrument at ~9:58am. The replacement instrument showed no improvement, and error 25920 continued intermittently throughout the rest of the procedure. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, the coagulate function for the maryland bipolar forceps instrument did not work. The patient was bleeding in the moment, the site replaced the instrument with another maryland bipolar forceps, and the procedure was reportedly completed, with a delay of less than 15 minutes. The source and severity of the bleeding, any medical or surgical interventions, further details regarding the function of the instrument, and the patient's status are currently unknown.